Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient with this pacemaker system experienced signs of infection. Device removal and pocket debridement were performed. The leads were explanted at a later date. No additional adverse patient effects were reported.